Event description:
It was reported that there was an alert for a high out of range shock impedance, on this right ventricular (rv) lead. The shock impedance measured about 136 ohms. As this is a single coil lead, technical services noted that single coil leads tend to trend with higher impedance, due to the smaller surface area. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.